Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5 12.1, -11.00/2.0/094 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a longer length lens due to low vault with rotation on (B)(6) 2023. This resolved the problem.

Manufacturer narrative:
Unknown. Claim# (B)(4).